Event description:
A patient inquired about a possible recall for a steel femoral rod implanted 19 years ago. They reported pain, metallosis, and acne around the implant site. The cement has deteriorated, and a prior revision surgery was performed due to screw migration. The patient has another revision surgery scheduled, and a blood test planned to assess metallosis.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.